Event description:
The patient reportedly experienced intermittency while using their sound processor. The patient was seen at the center for device evaluation. The audiologist reportedly observed swelling around the implant site. There is no infection on the outside, but liquid resides beneath the skin. The implant had reportedly migrated slightly. Testing performed confirmed that the device was no longer functioning. The device was explanted. Re-implantation surgery is to be scheduled later this year.